Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a lead revision, the pulse generator exhibited a diagnostic anomaly. After firmware download, the device resumed normal function. No patient symptoms were reported.